Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively the right atrial (ra) lead was suspected to have displaced. The lead remains in use, no patient complications have been reported as a result of this event.